Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint was confirmed. A boroscope was used to visually insect the channel and found foreign material in biopsy channel near the biopsy port. The instruction manual states ¿clean the forceps elevator and elevator recess according to the instructions described in ¿brush and flush the forceps elevator recess¿ in section 5.4, ¿manually cleaning the endoscope and accessories¿ in the ¿reprocessing manual¿. Inspect whether there is debris on the forceps elevator, and in the forceps elevator recess according to the step 14 in ¿brush and flush the forceps elevator recess¿. Repeat brushing and/or flushing the forceps elevator and the forceps elevator recess until no debris is observed upon inspection.¿

Event description:
The service center was informed that during reprocessing the cleaning brush became caught at approximately 1 1/2¿ into biopsy channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that one complaint was confirmed with a similar event, the same cause and the same device in the past. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications. The legal manufacturer reported that the suggested event of ¿ a foreign material was ejected from the channel (including the auxiliary water channel) ¿ was difficult to identify the cause because the type of the foreign material was unknown. However, possible causes are described on the basis of the investigation results. The suggested event occurred during reprocessing or during patient procedure immediately before reprocessing. Possible causes are as follows: during reprocessing, a broken piece of a cleaning accessory used by the user dropped into the instrument channel. During patient procedure, the user failed to remove a bile stone with endo therapy accessories, and the bile stone dropped into the instrument channel. According to service request order information, the subject device was repaired within the past one year. May 14, 2020 28d: refurbishment level iii . June 25, 2020 80a: channel replacement, pr10: light guide/objective lens gluing.